Event description:
It was reported that the cartridge was damaged at the o-ring, and did not fit on the pump. A cartridge changed was preformed resolving the issue. The customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.